Event description:
A philips employee became aware of a journal article (published online 21may2021) ¿the use of laser lead extraction sheath in the presence of supra-cardiac occlusion of the central veins for cardiac implantable electronic device lead upgrade or revision¿. The study retrospectively aimed to describe the results of 80 hz high frequency laser extraction with lead revision or cardiac implantable electronic devices (cied) upgrade using the laser sheath as a guide rail in patients with known occlusion or severe stenosis of the venous access vessels with indwelling nonfunctional leads. A total of 106 patients who underwent laser-assisted lead extraction (lle) with lead revision or upgrade using the laser sheath as a guide rail were enrolled in the study between may 2010 and january 2020. All extractions were sequentially performed with spectranetics glidelight laser sheaths. Procedural complications included 1 superior vena cava (svc) perforation requiring a thoracotomy, 2 pocket hematomas, and 1 wound infection. Additionally, 1 patient died after 7 days of acute bleeding of an intercostal artery with subsequent hemothorax with subsequent cardiac decompensation. During the 1-year follow-up 2 patients died of cardiac decompensation (MDR #3007284006-2026-00229). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 21may2021 has been used, the date of publication. Al-maisary s, romano g, karck m, de simone r, kremer j (2021) the use of laser lead extraction sheath in the presence of supra-cardiac occlusion of the central veins for cardiac implantable electronic device lead upgrade or revision. Plos one 16(5): e0251829. Https://doi.org/10.1371/journal.pone.0251829. This report captures the serious injuries that occurred after use of the glidelight device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - 59.2 +/- 15.9. A3a) patient sex - 58.9% male. A4) patient weight - bmi 28.2 +/- 14.4. A3b/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus no product investigation was performed. H6) per IFU, perforation and infection are listed as potential adverse events with use of the glidelight devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.